Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did not confirm and not replicate the customer complaint "error 48245". Initial visual inspection was able to confirm and replicate the report event; connector pins for lamp module found damaged. Given present damage, unit deemed unfit for system test. As a result of these findings, failure analysis has identified damaged connector/pins for the illuminator lamp assembly as the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 48245 occurred. Before contacting the tse, the customer had power cycled the system and replaced the lamp module, but the issue persisted. The tse advised the customer to use the third-party illuminator to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive followed up with the field service engineer (fse) and obtained the following additional information: the customer continued the procedure with a third-party illuminator.